Event description:
Leucovorin was to be administered intravenously over 2 hrs, in a pt's home. IV set was attached to the piggyback. Immediately upon priming, the tubing began to leak at the site of what appears to be a backflow prevention disc inserted into the tubing. The rn immediately clamped the tubing, removed it, and used another tubing set. Upon inspection a crack was found in the tubing at the leaking site.